Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reported manufacturer number: 2017865-2020-21859; reported manufacturer number: 2017865-2020-21862. It was reported the patient presented for a pocket revision procedure. A singular lead had eroded through the skin, but it was not reported if it was the atrial, right ventricular, or left ventricular lead. The physician successfully revised the leads during procedure on (B)(6) 2020. The patient was in stable condition.